Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead was undersensing. No resolution was reported, and the patient was stable before, during and after the replacement procedure.